Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, the ngage nitinol stone extractor would not close prior to a billateral ureteroscopy. When the device was tested, the user found "presence of a thread" which prevented the device from closing. The procedure was complete by using another same-like device. The device did not make patient contact. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as, a visual inspection of the returned device, were conducted during the investigation. The complaint device was returned to cook without the package or label investigation. The basket wire has been pulled from sheath, unsure of cause. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records found one other complaints reported for the complaint device lot. However, it was not possible to determine if the two complaint issues had any related failure modes. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1; the IFU did not provide any information related to the reported issue. Based on the available information, cook has concluded cause had not been determined. The returned device was found to have a basket that would not open due to separation of the basket from the basket sheath. The shrink tube and glue that secures the basket to the basket sheath had not held the two components together. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, the ngage nitinol stone extractor would not close prior to a billateral ureteroscopy. When the device was tested, the user found "presence of a thread" which prevented the device from closing. The procedure was complete by using another same-like device. The device did not make patient contact. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = (B)(6). G4: PMA/510(k) number = exempt . This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.